Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Breakage of the shaft at the screw thread. Gmrs femur was implanted (left knee).

Event description:
Breakeage of the shaft at the screw thread. Gmrs femur was implanted (left knee).

Manufacturer narrative:
An event regarding crack/fracture involving a duracon stem was reported. The event was confirmed. Method & results: device evaluation and results: images of the device are included in the mar. They show the titanium fluted stem extender broke at the threaded engagement end. The titanium fluted stem extender broke in fatigue. Final fracture was in ductile overload. Sem/eds analysis showed the ti stem extender to be made of a ti-al-v alloy consistent with the astm f136 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: use of large amounts of bone cement to fill a major bone defect condition below the mrh femoral device has contributed to a suboptimal biomechanical condition in the implant-bone interface contributing to progressive loss of bone support of the femoral mrh with fatigue accumulation and fatigue fracture requiring another revision. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a clinician's review stated: the direct cause of the duracon stem fracture is quite evident. The femoral component was reported during revision as grossly loose while the duracon stem extender was still well fixed to the bone. This means that the condylar section of the mrh had lost effective bone support after the previous revision in (B)(6) 2017, and thus has been subject to an overload condition ever since, a condition that is clearly at risk for fatigue accumulation and fatigue fracture. Use of large amounts of bone cement to fill a major bone defect condition below the mrh femoral device has contributed to a suboptimal biomechanical condition in the implant-bone interface contributing to progressive loss of bone support of the femoral mrh with fatigue accumulation and fatigue fracture requiring another revision. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.